Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reoccurred, which the caller acknowledged and understood.